Manufacturer narrative:
Per additional information capsular contracture on patient right-side grade was iii. Manufacturer¿s reference number: (B)(4).

Event description:
Dpo: md confirmed upon examination right breast implant cap con bg (unknown). No treatment has been provided. Doe: implants are smooth . R) ip ref/sn: (B)(6) . L) ref/sn: (B)(6) . What was the date of the patient's first ever implantation with gel implants?

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00516049. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. Potential cause: capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. A manufacturing record evaluation (mre) of lot number 7480971 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. The patient¿s breast prosthesis was submitted with a complaint of capsular contracture. Upon visual examination the device appears intact. No other anomalies were discovered. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: capsular contracture concomitant medical products: mentor memorygel 550cc silicone breast implant, ref/sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00516049. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) african american female patient underwent a breast augmentation revision with mentor memorygel 550cc silicone breast implants which the right side had issue with capsular contracture, unknown baker grade after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019.